Manufacturer narrative:
Information contained in this report was previously reported via psr on 16/oct/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified a device which appears to be intact, has yellow biological tissue, wear abrasion, flat crease, with red particles on the surface of the device, and lot number 1548543. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode. The event of breast lump(s) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "a lump or thickening in or near the breast or in the underarm area" and "exchange from textured to smooth implants due to the patient's concern with the product."

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area." Healthcare professional reported a left side "exchange from textured to smooth implants due to the patients concern with the product." Device has been explanted.